Event description:
It was reported that during a da vinci s surgical procedure, the system was not recognizing the maryland bipolar forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the system successfully recognized instrument. Engineering was unable to replicate recognition issue, however, on the backend of the instrument, both bipolar pins are bent, preventing proper installation of a bipolar cord. This damage was likely caused by mishandling. Engineering also observed the distal end of main tube has a 3.6" long section with material removed all around the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.